Event description:
It was reported that the patient had a pocket revision approximately a year prior to the report. It was later noted that the revision was actually on (B)(6) 2014. The original pocket was uncomfortable for the patient, so the implantable neurostimulator was moved laterally. The onset of the discomfort was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014: product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).